Event description:
Further analysis was performed on the explanted generator. After further evaluation, the cause of the premature end of life remains unknown however possible causes have been discovered. Possible causes for premature end of life are: low battery capacity at the time of battery attachment. Possible causes are: design, manufacturing or handling error at the component vendor handling error at livanova prior to battery attachment. Loss of battery capacity during assembly at livanova. Possible causes are: handling error at livanova. Loss of battery capacity at the time of implant. Possible causes are: use of electrocautery causing a transient high current event (such as latch-up) ¿ burn marks only on 1 generator. Transient high current events during the period of implant. Possible causes are: dendritic growth (no evidence was seen on inspection in pa) intermittent component failure due to handling error during assembly at livanova. No other relevant information has been received to date.

Event description:
It was reported that the patient began experiencing more frequent and severe seizures after the device was disabled¿ the patient was admitted to hospital following a convulsive seizure. Impedance was okay at the most recent appointment but the generator battery was still at end of service. It was noted that the patient attended outpatient due to a fall three days after the voltage drop of the generator occurred. No further relevant information has been received to date. No known surgical intervention has occurred to date.

Event description:
It was reported that the patient underwent generator replacement surgery. The suspect product has not been received to date.

Event description:
The suspect product was received for analysis, but analysis on the product has not been completed to date. No further relevant information has been received to date.

Event description:
Further analysis was completed on the generator. The current drain was measured over many months and the current drain upon initial power up was also monitored. No excessive current drain was observed during additional testing over a period of several months the generator performed according to its relevant electrical tests. No further relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
Product analysis was completed on the returned generator. Visual and radiographic examination showed no visual anomalies on this device. The generator was opened. No visual anomalies were noted during internal visual examination. The battery was depleted upon return but no excessive current drain was noted after the can was opened. The generator was constantly in a reboot mode due to the low battery voltage. The cause of the premature battery depletion could not be determined at this time. Extended analysis and monitoring will be performed on this product, but it has not been completed to date.

Event description:
It was reported that on (B)(6) 2019, interrogation of the patient's device showed a low battery warning and the device was pulse-disabled. The patient's model 1000 generator was placed in (B)(6) 2018, battery life was normal at 75-100%. Impedance was within normal limits. Note that the patient experienced coughing and severe pain upon advanced interrogation, which re-enables the device. Because of this, the device was disabled. It was believed the pain/coughing with stimulation was due to the patient losing tolerance of stimulation after the device was pulse-disabled due to battery depletion. This message occurred with two different programming systems. The generator was reset it was noted that the device was now showing low impedance along with end of service. The low impedance was an expected event due to the magnet being left on after generator reset - no device failure is expected regarding the low impedance. Review of x-rays verified that there were no obvious anomalies in the lead. Review of internal data of the generator found that the generator voltage was lower than expected since implant (prior to low battery/disablement) and did not gradually increase as would be expected in the beginning of an implanted generators life. Instead the generator voltage appeared to decrease from implant. It was noted that the 3 battery status indicators (ifi -intensive follow-up indicator, neos- near end of service, eos - end of service) occurred on the same day in (B)(6), which indicates that the voltage dropped suddenly on this day. The device history records of the generator were reviewed. The generator passed final functional and quality tests prior to release. No anomalies in testing were noted. No known surgical intervention has occurred to date. No further relevant information has been received to date.